Event description:
The customer reported that the unit was creating a "fog like haze" in the room. The customer reported an employee who complained of "dry sinus", "skin dry all over", and "eye irritation". The employee did not see a doctor or require treatment. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
The fse found the unit producing a haze. He replaced the oil mist filter and the catalytic converter. He ran a test cycle and verified no haze coming from the unit.